Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc recovery data provided was acceptable. The field service engineer (fse) performed an instrument check and observed proper analyzer function. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient lithium heparin plasma sample on a cobas e 801 analytical unit. The initial troponin result was 70.8 ng/l. The doctor questioned the result as subsequent patient sample results were negative, which prompted the customer to repeat the sample. The sample was repeated on another e801 analyzer and the result was 16.9 ng/l. The repeat result was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.